Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rtt was returned for investigation. Visual evaluation of the device noted that the needle was detached from the suture. Signs of crimp were observed on the end of the blue suture and it was noted that the suture tail was stiff. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the loops were found to function as required. An (B)(6) was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery with a quadriceps tendon the needles detached from the suture. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.